Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not performing the air removal step. Tandem customer technical support informed customer that not performing the air removal step is off label per the user guide. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by changing the pump supplies and resuming insulin.